Manufacturer narrative:
Upon examination, it was discovered that the threaded connection between the original t-connector and the tubing was loose. Despite tightening it again and manually testing its stability by gently rotating it left and right, the connection remained loose. Consequently, the original t-connector was replaced. The new connection was verified to be secure, with no further instances of blood leakage. About 5-10 ml of leakage was observed. No pictures of leaking picco monitoring kit was provided. The defective part was not returned for investigation as it was discarded. The cause of the issue could be determined as related to loose t-connector of picco monitoring kit. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general, a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. Event site name: (B)(6). Hospital event site telephone: (B)(6).

Event description:
It was reported that blood was observed dripping from a t-connector joint on the thermodilution set tubing. There was no patient harm. Manufacturer's ref#: (B)(4).